Event description:
The customer reported that the device was failing the defib test.

Manufacturer narrative:
The customer reported that the device was failing the defib test. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will submitted upon completion of the investigation.